Manufacturer narrative:
The events of "seroma and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and lymphadenopathy.

Event description:
Patient reported right side "tension, stabbing and itching", "lymph nodes were slightly swollen", and "and a small fluid collection". Patient also reported "sometimes racing heartbeat and dizziness", "fatigued and exhausted all the time"; these are not device related. Device remains implanted.